Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient had a high cgm reading, and an ambulance was called. No symptoms were reported, and no treatment was provided at that moment. The patient was brought to the hospital and when a fingerstick was taken the cgm was reading high, and the blood glucose reading was 42 mg/dl. The patient was treated with intravenous glucose, and magnesium glycinate. The patient spent 1 night at the hospital and was discharged after 24 hours. At the time of the report the patient was stable and reported that the blood glucose reading was 509 mg/dl and had self-treated with insulin. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.